Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing was leaking at site event on 29-may-2024. No further information available.